Event description:
A balloon and pump were implanted on 10/26/92-1st stage. The pump was revised and cuff implanted on 6/15/93-2nd stage. Cuff was removed on 7/9/93. A cuff and pump were revised on 10/22/93. The cuff was revised on 1/21/91. The cuff was removed 1/23/94. A cuff was implanted on 1/19/96. The cuff was removed from the pt and replaced on 5/22/97 due to urethral erosion.